Event description:
Jaws split apart. After removing bilateral tubes, the inner jaws separated from the jaws. Doctor realized jaws separated before taking bite into tissue. The device was then removed from the patient. No change in the plan of care for the patient.